Event description:
It was reported: this pt had a total knee replacement performed for osteoarthritis june 1990. Over the past 6 months pt has had increasing pain which has become quite debilitating, x-rays revealed wear of the plastic and the knee was revised in 2000.